Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital of traditional (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2026, the patient underwent a cystoscopy stent removal procedure to extract the stent. An ureteral stent had been placed during a flexible ureteroscopy lithotripsy procedure 180 days prior. During the planned removal, the stent was found to be extensively encrusted with calculi, making extraction difficult. Following clinical assessment, surgical intervention was selected. The procedure was completed successfully, with the stent removed without complications. Surgical intervention was selected to remove the stent. The procedure was completed successfully, the stent was removed without incident, and there were no other effects.